Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 388 mg/dl with ketones; cause unknown. Customer administered a correction injection as well as performed a supply change to address the bg. Reportedly, the customer was experiencing fatigue and nausea due to the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.